Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was found unconscious due to a low blood glucose level. Blood glucose level at the time of the incident was 21 mg/dl. The caller reported that the customer was found with eyes open, hands clenched on her chest, and fluid coming from her mouth. Paramedics were called and the customer was taken to the emergency room where she was treated and released later that day. The insulin pump was not replaced or returned for analysis.